Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline communication fault alarms and superficial jacket damage was confirmed via the submitted log files and returned product. The modular cable (lot: 7556452) was returned with a black tape covering the outer jacket of the cable. The modular cable was connected to a test system controller, hm3 test pump, patient cable, power module, and system monitor. The modular cable was connected and disconnected from the controller several times without issue. The modular cable was manipulated by hand and the alarm was not reproduced during testing. The modular cable wires were tested for continuity by hand and revealed all internal wires had elevated resistances indicative of wire fatigue. Of note, when manipulating the modular cable, the internal yellow (communication b) wire intermittently measured as an open loop. The tape covering the outer jacket was removed and revealed superficial damage to the outer polyurethane jacket exposing the underlying braided layer. No internal wires were exposed. All outer layers were stripped revealing the internal wires. Upon applying slight pulling force to the yellow wire became separated confirming the observed measurements. The observed damage to the yellow internal wire is consistent with the reported event. Damage and/or a severed yellow wire would cause the reported communication b faults. No further testing was performed. Data from the reported event date 10nov2025 was reviewed for the submitted log files. The pump fixed speed and low speed limit (lsl) were set to 5600 revolutions per minute (rpm) and 5300 rpm respectively. The pump maintained a speed within the expected range throughout the reported event date. The controller event log file revealed a driveline communication fault alarm activating at 15:07:40. The alarm was associated with a communication b fault. The alarm did not resolve for the remaining duration of the log file and did not affect pump function. No other notable events or alarms were observed. Provided information indicated that the modular cable exchange resolved the alarm. The reported event was determined to be due to a break in the communication b wire in the modular cable. Although not conclusively determined, repetitive flexing of the modular cable during use over time may have been contributed to the observed underlying wire damage. The device history records were reviewed (shop orders: (B)(4) and the records revealed no deviations from manufacturing and qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (IFU) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot driveline fault alarms. The heartmate3 lvas patient handbook section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate3 lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. Heartmate 3 instructions for use section 2-¿system operations¿ and heartmate 3 patient handbook section 2-¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The IFU and patient handbook contains information on caring for the driveline and proper showering methods in section 4 ¿living with the heartmate 3". In several sections, this document warns the user to never put the driveline, system controller, or any external equipment into water or liquid; immersion in water or liquid may cause the pump to stop. Section 4 "living with the heartmate 3" of the patient handbook (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was experiencing repeated ¿driveline comm fault¿ alarms on the heartmate 3 system. The issue persisted even after ensuring proper connector engagement and visual inspection of the driveline connector (no visible fluid ingress or damage). Log file review was requested, and the log file log captured driveline comm fault alarms beginning at 15:07 on (B)(6) 2025. In addition, the log noted a few low flow flags that were not sustained for long enough (at least 10 seconds) to activate the audible alarm. There were no other unusual events recorded in the log file event history. On (B)(6) 2025 the patient went to the emergency room due to persistent ¿driveline comm fault¿ alarms. Upon inspection, the site replaced the modular cable connected to the system controller. The controller itself was confirmed to be functioning normally, but to ensure patient safety, the site temporarily replaced it with a hospital demo controller instead of the patient¿s main or backup unit. During the inspection, they observed that the patient had wrapped the modular cable extensively with rescue tape to cover minor surface tears. This likely led to accumulation of debris and possible corrosion within the connector area. After replacing the modular cable with a new demo (unused), the driveline comm fault alarms have completely resolved, and the pump had been operating normally since the replacement. The exact onset of the driveline damage was unknown. However, the first occurrence of repeated ¿driveline fault¿ alarms was observed on (B)(6) 2025, which was considered the onset of the issue. During the inspection on 11nov2025, the modular cable showed signs of previous repair attempts with rescue tape covering minor surface tears, suggesting that minor external damage may have existed prior to the first alarm.